Manufacturer narrative:
The investigation for the reported sepsis/infection has been completed. The device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause of the reported issue. According to clinical details, there were other graft site infections reported with different patient on different pumps. Therefore, it is likely that the infection was related to patient conditions as the device is sterilized under validated conditions and there was no evidence to to indicate a break in the sterile barrier or pump contamination.

Event description:
The abiomed field service spoke with the surgical physician assistant at the user facility. They reported they have a patient from six months prior with a current graft site infection. The team was bringing the patient to the or for debridement and washout. Patient demographics are unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿